Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of this temporary pacing lead with an external pacemaker, sensing issues and inappropriate pacing were encountered. It was stated that despite setting the correct safety margin for the sensitivity, undersensing was a issue. It was reported that there was suspected undersensing from an electrode of the pacing lead and from an unknown cable connecting the electrode with a pacemaker. It was indicated that the sensitivity level was set to 1.0mv. There was no patient involved in this event. The event occurred during a demonstration.